Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a low shock impedance measurement. The physician had the patient follow up and the next impedance measurement was within range. The physician will continue to monitor with normal clinic follow ups. No lead troubleshooting has been performed. No adverse patient effects were reported.

Manufacturer narrative:
Based on review of tachy lead product issues, multiple product issues (pi) were identified where there is evidence of a device related issue (specific to shock lead impedance).  Based on this additional information, the asset has been changed on this pi to the device. There are no new allegations of patient related information related to this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.